Event description:
Customer reported the system would not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a floppy disk in the floppy drive which would not allow the system to boot. System operates as intended.